Event description:
The user facility reported that the distal end of the plastic introducer cannula was noted to have been "broken off" while inserting the guidewire during a trans-radial catheterization procedure. The attached user facility maude report # (B)(4) was sent by FDA on (B)(4) 2012 and received by terumo on (B)(4) 2012. Per the event description on maude report # (B)(4): "the patient was undergoing a pci using a right radial artery approach. The terumo angiocath with access needle was advanced and the needle withdrawn from the field. The angiocath was slowly pulled back and brisk arterial flow was noted. The hydrophilic wire was advanced through the angiocath with some resistance at the distal end of the angiocath hypotube. When resistance was noted the wire was withdrawn and arterial blood flow was noted as less brisk. They hypotube was then removed. On visual inspection it was noted that 2-3 mm of the distal end of the hypotube appeared to be sheared off and retained in the patient's wrist. The fragment was visualized on fluoro. Surgeons made a 1cm longitudinal incision to explore the space with pointed forceps. No fragment could be located. Upon closer evaluation with fluoro the fragment previously visualized could no longer be seen. It is questionable whether the distal end of the hypotube crumpled on initial insertion or if the distal tip was sheared off. Pci was performed after this incident using an alternate approach without incident. Patient is to return to the clinic for a follow-up appointment in (B)(6) weeks."

Manufacturer narrative:
Results - based on evaluation of user facility information and the returned sample; based upon evaluation of reserve samples. Conclusion - based upon evaluation of user facility information and the returned sample; based upon evaluation of reserve samples the involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed that approximately 10-mm of the distal portion of the cannula was missing. The distal edge of the plastic cannula where the separation occurred revealed both elongated and smooth areas. Evaluation of reserve samples confirmed no evidence of abnormalities or defects. Several reserve samples were intentionally damaged (some with the sharp bevel of the metal introducer needle and others by partially cutting with a scalpel). After the partial severing, the samples were then pulled until complete separation was achieved. The intentionally damaged samples were then examined and compared to the returned sample. These tests confirmed that a similar appearance was created at the point of separation with the severed portion being smooth and the pulled area being elongated. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined, the event description and the appearance of the involved sample are most consistent with the plastic cannula having been partially cut by a sharp object, such as the introducer needle or a scalpel, followed by a pulling force during removal which lead to the observed elongation prior to complete separation of the distal portion of the cannula. There is no indication that there was any relation to a device defect or malfunction. A response letter has been sent to the user facility to inform them of the results of the investigation performed by qa at the manufacturing facility. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not reinsert the inner needle of the entry needle into the plastic cannula." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).